Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is that the implant was placed too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where two implants were placed. The surgeon later determined via MRI that the superior implant was over the alar line. The patient was asymptomatic and had no pain complaints but the surgeon wanted to correct it regardless. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the superior implant and then placed a smaller implant in a different position. The status of the patient following the revision procedure is not yet known.